Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the implant procedure the atrial lead would not adhere. The lead was not used. A new lead was implanted without issue. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.